Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 03/12/2024, it was reported by a sales representative via sems-06511576 that an ar-200c shaver console irrigation tubing is coming out of the console. This was discovered during a procedure with no patient harm.

Manufacturer narrative:
Complaint confirmed. Evaluation found the pump cover is loose and the spring is missing. The pump angle is deformed. The guide is broken off the lower part of the housing. Upper housing is broken. The device has been damaged by the end user.